Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope would not display an image. Tno adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During functional testing, the reported issue could not be confirmed. The device was tested with multiple video processors and the device relayed an image to the monitor each time. Visual examination of the device showed the bending section cover had a deep scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.